Manufacturer narrative:
7/2/1998: h6 - primary finding of device analysis revealed device failure due to motor feedthru shorted to case with bridging residue.

Event description:
Returned product received with report of "malfunctioning rotor." Device is presently in analysis of MFR's facility.